Manufacturer narrative:
The autopulse platform (B)(4) was returned to the manufacturer on (B)(4) 2015. Investigation results for the returned platform as follows: visual inspection was performed and found that the load plate cover was defective and had holes in it. The physical damages found during visual inspection are unrelated to the reported complaint that the autopulse platform displayed a system error and intermittent user advisory (ua) messages. Functional evaluation of the returned autopulse platform was unable to be performed as a system error message was observed upon power up, therefore confirming the reported complaint. Further inspection determined that the motor drive train brake gap was too large and out of specification (0.013") and was therefore adjusted back within specification (0.008"). A run_in test using a 95% patient test fixture was performed for several hours and no other user advisory or faults were observed. Another brake gap inspection was performed and confirmed that the brake gap remained within specification. A review of the platform's archive was performed and no user advisory messages were observed on the reported event date of (B)(6) 2015. However, multiple faults such as system error-139 (unable to hold compression position), 2 (compression tracking error), 16 (timeout moving to take-up position) and 17 (max motor on time exceeded during active operation) were observed on (B)(6) 2015, which is the last recorded date of usage, thus confirming the reported complaint. A root cause for the observed user advisories (uas) was also due to the brake gap being out of specification. Based on the investigation, the part identified for replacement was the load plate cover. In summary, the reported complaint of the platform displaying a system error and multiple user advisory messages was confirmed during review of the platform's archive. The system error was observed during functional testing. Evaluation of the returned platform determined that the root cause of the system error and user advisories (uas) was due to the brake gap being out of specification. The physical damage found during visual inspection is unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of the part identified during investigation, the platform successfully passed all final functional testing.

Event description:
It was reported that the autopulse platform displayed a system error message before compressions were able to be initiated. User advisories (uas) 2 (compression tracking error), 16 (timeout moving to take-up position) and 17 (max motor on time exceeded during active operation) were also observed intermittently. No adverse patient sequelae was reported. No additional details were provided.